Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned product noted blood visible in the balloon, inflation lumen, and guide wire lumen, which is consistent with a leak or separation inside the patient anatomy. The balloon was loosely folded. There was a kink in the tip 1mm distal to the distal seal. There were two kinks in the hypotube. Since this damage was not reported in the incident information, the kinks may have occurred during the procedure or during packaging, handling and return to abbott vascular for analysis. A non-abbott balloon catheter and guiding catheter were returned with the sds. There was no damage noted to the guiding catheter. The balloon catheters shaft was wrinkled 6.8 cm proximal to the guide wire exit notch for a length of 3 cm. Pin gauges were used to measure the inner diameter of the guiding catheter at the tip and luer. The distal shaft had separated at the guide wire exit notch. The fracture faces were jagged, which suggests that the separation may be related to tensile overload (material stress/fatigue). The guide wire exit notch was torn and stretched distally for a length of 1.5 cm. The tearing of the guide wire exit notch appears to have resulted from an interaction with the guide wire. This type of mechanical damage can occur if an attempt is made to pull the catheter in an opposite direction as the guide wire. Due to the damage noted, the stent delivery system (sds) could not be advanced through the returned guiding catheter. In this case, the case details described the kissing balloon technique was used for this procedure. The clearance between the catheter and the guiding catheter becomes reduced when the kissing balloon technique is used. It is likely the guiding catheter size may have not have been adequate to perform this technique, which may have contributed to the reported difficulties. It is likely that as resistance was encountered with the sds in the guiding catheter, the guide wire and sds were manipulated such that the shaft torn and ultimately separated. Factors which may contribute to resistance with a guiding catheter include, but are not limited to, manufacturing, damage to the balloon, damage to the guiding catheter, or procedural technique. To ensure the reported issue is not related to a manufacturing process, the profile dimensions on all products are confirmed by visual and dimensional checks on the manufacturing line. A review of the product manufacturing records did not reveal any non-conforming material records associated with this report. In this case, the reported difficulty positioning the sds in the guiding catheter and shaft separation appear to be related to the operational context of the procedure.

Event description:
This is a spontaneous nurse report from (B)(6) of bacterial peritonitis with (B)(6) in a patient coincident with peritoneal dialysis (pd) therapy. During a call with baxter customer services, the reporting nurse stated that on (B)(6) 2010, the patient was diagnosed with peritonitis and hospitalized that same day. The cause of the peritonitis was not reported. Treatment information was not provided for the events. It was not reported whether dianeal therapy was ongoing at the time of the events. At the time of this report, the patient was in the hospital recovering from the peritonitis. Per the nurse, the event of bacterial peritonitis with (B)(6) was not related to dianeal pd4 ambuflex therapy.

Event description:
It was reported that the procedure was to treat a proximal left anterior descending artery (lad). The access was a radial access with a 6fr introducer. The lesion was pre-dilated and then a promus 3.0 x 18 mm stent was deployed. The promus stent delivery system (sds) was then being used for kissing balloons, but a 2.5 x 15 mm non abbott balloon catheter could not be advanced. There was friction noted and upon removal of the devices it was noted that the promus sds proximal shaft (hypotube) was broken. This occurred inside the guiding catheter and the two portions of the promus sds shaft were removed from the patient when the guiding catheter was removed. Therefore, there were no patient effects. Though requested, no additional event or patient information was provided. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vascular's drug eluting stent in the us.

Manufacturer narrative:
(B)(4). The device has been received; however, the investigation is not yet complete. The lot number was provided. Review of the device history record is forthcoming. A follow-up report will be submitted with all additional relevant information.